Event description:
The MFR received info alleging a ventilator shut down while in pt use. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's system board will be replaced to address the issue. Conclusions: device has been evaluated but not repaired, pending customer approval of the estimate.